Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2021, the patient was implanted with two gore® contralateral leg endoprostheses and a gore® iliac branch endoprosthesis with the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). Four the patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that on (B)(6) 2021, images revealed a pseudoaneurysm of left femoral artery. The adverse event was resolved.

Manufacturer narrative:
Patient comorbidities include but are not limited to: coronary artery disease, hypertension, copd. Patient medications include but are not limited to: aspirin, acetaminophen and heparin (B)(4).

Manufacturer narrative:
This medwatch will be retracted, as there is no product problem or deficiency caused or contributed to an adverse event/incident for the patient on this device.